Manufacturer narrative:
The insulin pump was intermittent buttons responsive due to flattened and creased up button dome switch. No unlocked j2 lcd keypad connector noted. The insulin pump was received with normal operating currents and no unexpected low battery, battery out limit, failed battery test alarms or audio, beep or back light anomaly noted during our testing. The insulin passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No discoloration in the reservoir tube noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 125 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.